Manufacturer narrative:
Updated: b4, d9, g3, g6, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d4, d10, h6 (medical device problem code). A customer reported that the alarm occurred after the patient bent their leg. Troubleshooting was conducted with the medical team, confirming that the device was functioning correctly and there was no patient harm. The issue was identified as user-related due to the patient¿s leg position affecting catheter function. The bedside nurse followed the instructions for use (IFU) to successfully restart therapy.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, investigation findings).

Event description:
It was reported that during use of balloon catheter intra-aortic balloon (iab) had catheter restriction alarm on the cardiosave. There was no patient harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6). Event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.